Event description:
Additional information provided from the field indicated that this device was later explanted during a general replacement procedure. There were no further allegations relating to the impedance issue made against the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker exhibited a high out-of-range (oor) pacing impedance measurement of greater than 2000 ohms. Pacing thresholds and sensing measurements were within normal range. Additional information made available from the field indicated that the cause of the high oor measurement was undetermined and that no changes have been made to the patient¿s system. A future device change-out procedure is being planned, but for now the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.